Event description:
It was reported that a as lvp 20d 1.2m leaked during use. The following was reported by the initial reporter: "it was reported that the 1.2 micron filter alaris tubing leaked. Verbatim: 1.2 micron filter alaris tubing (ref 2202-0007) leaked where the tubing in the pump channel meets the slide clamp in the pump channel.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-17. H6: investigation summary. One used primary set, model 2202-0007, was received by the customer for investigation. Upon visual inspection, a tear was seen in the silicon pumping segment at the lower fitment. No other defects were visually observed. The customer's complaint that a 1.2 micron filter alaris tubing (ref 2202-0007) leaked where the tubing in the pump channel meets the slide clamp was verified .a device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing to observe the tear more closely. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a as lvp 20d 1.2m leaked during use. The following was reported by the initial reporter: "it was reported that the 1.2 micron filter alaris tubing leaked. Verbatim: 1.2 micron filter alaris tubing (ref 2202-0007) leaked where the tubing in the pump channel meets the slide clamp in the pump channel."